Event description:
Facility reported that the uf (ultrafiltration) rate was higher than expected during a hemodialysis treatment. After the uf goal was changed from 3900 to 4000, the uf rate changed to 1960. Expected uf rate would have been around 1300. The pt complaint of cramping and was given saline. There was no serious injury/illness.